Manufacturer narrative:
Corrected information provided in h.2, h.10 and h.11. Medwatch number was updated. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported via health authority that the vitrector was not working properly (neither cutting nor vacuuming) at an unknown timing for vitrectomy surgery. The procedure completion details were unknown. There was no patient impact. Additional information has been requested. Response awaited. This report pertains to probe involved in this reported event.